Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I generated on the architect i2000sr processing module for one sample. The following data results were provided: (B)(6) 2023 initial result was 38.8 pg/ml, repeat result was 3.6 pg/ml no impact to patient management was reported. Update: additional information received with information for six additional patient sample results: (customer provided reference range: males : 34.2 pg/ml, females : 15.6 pg/ml) (B)(6) 2023 initial result 2387.1 pg/ml, repeat result was 2.1 pg/ml initial result was 85 pg/ml, repeat result was 5.2 pg/ml another sample for female patient: initial result was 18.3 pg/ml, repeat result was 2.3 pg/ml (B)(6) 2023 initial result was 809.2 pg/ml, repeat result was 2.4 pg/ml (B)(6) 2023 initial result was 62.0 pg/ml, repeat result was 2.7 pg/ml (B)(6) 2023 initial result was 111.3 pg/ml, repeat result was 8.4 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Additional information in section b5.the complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 54299ud00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot was within the established limits and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay for lot number 54299ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I generated on the architect i2000sr processing module for one sample. The following data results were provided: 05nov2023 initial result was 38.8 pg/ml, repeat result was 3.6 pg/ml no impact to patient management was reported.